Event description:
The lay user/patient contacted lifescan (lfs) on september 11, 2006 alleging that her meter does not power on. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. On an unspecified date the patient's son was playing with the meter in the bathtub. A day or two later, the patient attempted to test on her meter and the meter would not power on. She asked her husband to contact emergency services. She did not experience any symptoms. Ems arrived and was "treated with a tube of white stuff to swallow." Reading on the paramedic's meter was 37 mg/dl. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, date of event, the patient's testing and treatment regimen, how long after the meter issue began did the hypoglycemic event occur, and to confirm whether the patient experienced any symptoms. Customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported since the patient was unable to test at the time of the event and received treatment by a medical professional for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.